Manufacturer narrative:
An attempt has been made to have this explanted rv lead returned for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that a latitude red alert was issued for a low shock impedance measurement detected on this chronic transvenous right ventricular (rv) lead. The patient is reportedly a twiddler, and a lead fracture was suspected. This rv lead was later explanted and replaced, with no adverse patient effects reported.